Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported problem was observed. During disassembly of the device to determine root cause, the technician observed external damage consistant with mis-handling. The front panel keypad was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.